Event description:
Note: this report pertains to first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices banding procedure performed on (B)(6) 2022. During the procedure, the physician advanced the scope into the patient and suctioned the varices. When he tried to deploy the band, nothing happened. He continued deploying the band, but it got stuck. He pulled the scope out and it was noticed that the sixth band (white band) was being pulled back of the ligating cap and it was broken. A second speedband superview super 7 was used; however, the band still could not be deployed. The procedure was completed with a non bsc device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position, and some bands were broken. Additionally, it was reported that the physician did not take up the slack (by pulling the proximal end of trip wire on the handle unit); however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was not returned; however, photo of the complaint device was provided by the customer. Per media analysis, the photo showed the ligator housing with the seven bands, some bands moved from their place, and two of them were broken. In addition, the ligator housing did not have the suture thread, and the handle was not visible in the photo. No other problems with the device were noted from the photo. The reported event of bands unable to deploy was confirmed. Upon media analysis, it was observed that the bands in the ligator housing without the suture thread, the bands were moved, and two bands broken which suggest inability of the device to deploy the bands. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the physician did not take up the slack. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip inaccurately at the time to perform the deployment. The suture tension may not have been correct moving the bands from their place as if twisting them, even causing the rupture of the two bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
Note: this report pertains to first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices banding procedure performed on (B)(6) 2022. During the procedure, the physician advanced the scope into the patient and suctioned the varices. When he tried to deploy the band, nothing happened. He continued deploying the band, but it got stuck. He pulled the scope out and it was noticed that the sixth band (white band) was being pulled back of the ligating cap and it was broken. A second speedband superview super 7 was used; however, the band still could not be deployed. The procedure was completed with a non bsc device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position, and some bands were broken. Additionally, it was reported that the physician did not take up the slack (by pulling the proximal end of trip wire on the handle unit); however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
(B)(4).